Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. D5. Other operator of device: operator of device is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the water was leaking during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection found: water tank cover was cracked, enclosure was cracked at quick conned fitting, and quick connect was corroded. Functional testing confirmed the complaint. The device is slowly leaking water from the tank cover and on the enclosure at the quick connect. The root cause of the leak was the cracked tank and enclosure. What caused the cracks was not established. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.